Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable and the pump subsequently shut off due to insufficient power. It was confirmed that the pump was able to be charged with a different usb cable. Customer reported blood glucose (bg) level was 300 (mg/dl). A manual injection was delivered to address bg level. A replacement usb cable was sent to the customer.